Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's lead exhibited loss of capture (loc). It was unknown if the loc was observed on the right atrial (ra) or right ventricular (rv) lead. Attempts to obtain additional information were made, however, no additional information is available at this time. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.